Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer stylus calibration was disturbed. Analysis also noted that the power cord bay was damaged. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was disturbed. The programmer was returned for service. There was no patient involvement.